Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset. Additionally, it was reported that data points were missing from the continuous glucose monitor graph. Multiple attempts were made by tandem technical support to continue address the issues, however no response was received. Customer's blood glucose was 56 mg/dl.